Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old female patient underwent primary breast augmentation with a 650cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral replacement surgery on (B)(6) 2022.

Manufacturer narrative:
On december 13, 2022, the mentor failure analysis lab received the device for evaluation. On december 18, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that five (5) tears were found on the anterior aspect of the sm mpps dv 650cc breast implant, measuring approximately tear a 8 cm, tear b 0.3 cm, tear c 0.1 cm, tear d 0.1 cm, and tear e 0.1 cm. A microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of tears b, c, d, and e. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Microscopic examination was performed on the edges of tear a, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a microscopic examination of the tears b. C, d and e on the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2022, mentor became aware that the replacement devices used on september 30, 2022 were catalog number 3502650; serial number (B)(6) on the left side, and catalog number 3502650; serial number (B)(6) on the right side. Mentor was also made aware on november 17, 2022 that the deflated device was discarded. Hence, corresponding information under field h3, and code under field h6 have been updated accordingly. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).